Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis, measuring 52.0 cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that, during procedure, the right ventricular lead helix extended but never stayed in the tissue. The physician alleged that the helix was not sharp enough. Another lead was used. The helix extended appropriately and stayed in place. The patient was stable.